Event description:
Customer states her compact plus meter switched from mmol/l (correct unit of measure) to mg/dl. No adverse event reported. Requested return of suspect device however meter is no longer available; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.